Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst/tfs total hip implants. During the surgery, the surgeon was unable to register the patient's acetabulum using the rio. The surgeon used manual methods for cup reaming and implantation. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding failed tha registration involving rio® tha software application, catalog: 205634 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 205634) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed tha registration. There were only 3 other reported events ((B)(4)). Conclusion: device inspection could not be performed, no session data was provided. Per mps "session files not available as the computer had been replaced."

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst/tfs total hip implants. During the surgery, the surgeon was unable to register the patient's acetabulum using the rio. The surgeon used manual methods for cup reaming and implantation. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation has been initiated at mako surgical corp. A supplemental report will be filed when additional information becomes available.